Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A machine service was performed by terumo bct and it was verified that the machine was functioning as intended, specifically regarding the ac detector and the ac pump. Per the customer, at the time the procedure was ended and the patient was disconnected, they found the blood warmer line was completely congealed. Root cause: a definitive root cause for the coagulated tubing at the blood warmer could not be determined. Signals in the rdf do not indicate clear root cause for the clotting observed by the operator in the blood warmer tubing on the return line approximately 240 minutes into the procedure. Inadequate anticoagulation of the extracorporeal circuit for this patient cannot be ruled out as a possible contributing factor. The total amount of ac used during this procedure (as reported by the optia device) was 1120ml. This site indicated they were using 750ml bags of ac. There were no ¿ac not detected¿ alarms during this procedure; therefore, it is assumed that the first bag of ac was not allowed to run until it was completely empty. Based on machine¿s estimated ac usage, 750ml from the first bag would have required the ac bag to be changed approximately 150 minutes into the procedure, not 210 minutes as the customer indicated. Using this timing, an estimated 370ml of ac should have been removed from the second bag of ac. However, the customer stated that the second bag of ac appeared to be mostly full. During ac prime, the system uses the inlet pressure sensor to verify that the ac line is not initially occluded. There were no alarms at the beginning of the procedure to suggest an occlusion was present in the ac line at the start of the procedure; therefore, an under-delivery of ac from the second bag of ac is also suspected. Possible causes for this include the ac line becoming partially occluded as a result of loading into the ac fluid detector or by some component near the ac line such as a blood warmer, or an incomplete break of the frangible on the correct connect system. In either case, this could have caused fluid to be consistently present at the ac fluid detector, while limiting flow through the ac line at the same time.

Event description:
The customer declined to provide the patient ID and age.

Manufacturer narrative:
Investigation: the customer stated that the ac frangible may not have been broken correctly,but there was fluid in the ac drip chamber. The ac line appeared to have fluid and there had been no 'air in the ac line' alarm. The run data file (rdf) was analyzed for this event. Signals in the rdf do not indicate clear root cause for the clumping observed in the blood warmer line approximately 240 minutes into the procedure. The images from the automatic image management (aim)system indicated mild clumping/platelet aggregation was occurring intermittently in the connector from the beginning of the procedure. The clumping became more consistent approximately 205 minutes into the procedure and persisted until the procedure was ended by the operator 35 minutes later. If a clump is observed, it is best to eliminate it and stop the clotting cascade as quickly as possible by reducing the inlet: ac ratio to 8. Once a clump has been resolved, a ratio that maintains adequate separation should be used. The inlet: ac ratio for this procedure was set to 12 and never adjusted; therefore, it cannot be ruled out that the extracorporeal circuit was not adequately anticoagulated for this patient from the beginning of the procedure. The total amount of ac used during this procedure (as reported by the optia device) was 1120 ml. When the ac bag was changed at 210 minutes, the system had accounted for 990 ml of ac into the system; consequently, only 130 ml of ac had been delivered to the system from that new bag by the end of the procedure. The optia device was configured for ac bag volumes of 500 ml; however, bags of 1000 ml are suspected to have been used given the customer¿s description of only changing the bag once during the procedure and the timing at which the bag was changed. Therefore, it may have been difficult to discern whether the ac bag was still full if only 130 ml were expected to be missing. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported a collection set that had clotted. Approximately 210 minutes into a mononuclear collection (mnc) procedure, the operator changed the anticoagulant (ac) bag. At240 minutes into the procedure, the operator experienced a 'return pressure high' alert. It was discovered the kit was clotted. The procedure was discontinued and the patient disconnected. No rinseback was performed. Per the customer, the blood warmer line was completely congealed. No medical intervention was required for this event and there was no harm to the patient. Patient identifier and age are not available at this time. The disposable set is not available for return because it was discarded by the customer.